Event description:
A distributor from slovakia reported an incident involving a pumping alarm, specifically alarm 20, during the insulin delivery process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Following the report, the incident was addressed by the technical support team who assisted the customer in attempting to load a new cartridge. However, the alarm persisted, preventing resumption of insulin therapy. To resolve the issue, the pump was replaced with a new unit under warranty. The customer was provided with instructions for transporting the problematic pump back to tandem, and a replacement pump was sent to ensure continuity of insulin delivery.